Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated these lots met pre-release specifications. Images have been requested and provided for investigation. The imaging evaluation states the following: image provided appears to be a partially deployed vbh. The available images do not provide enough information to correlate the relationship between the stent deployed and the deployment line. The most proximal portion (hub) of the vbh appears to be undeployed or constrained. This series when played as cine demonstrates what is likely pulling on the deployment line or pushing on the deployment catheter. The pushing or pulling results in movement along the entire length of the deployed endoprosthesis. The deployment catheter and graft appear to be still attached at the hub. The proximally deployed vbh appears somewhat constrained. The 12:22 time point also shows what appears to be vbh constrained due to stenosis more proximally with no unusual wire pattern changes. At 12:41 after what appears to be pta ballooning, there appears to be a slight change in the sinusoidal pattern. Two medwatch reports are being transmitted for this event, because two viabahn devices are involved: lot #21846577: MFR report #2017233-2020-00438, lot #21846579: MFR report #2017233-2020-00437.

Event description:
The patient presented with an aneurysm of the left popliteal artery, which was treated with two gore® viabahn® endoprostheses with propaten bioactive surface (viabahn device) using an antegrade access. The popliteal artery was described as heavily diseased. The first viabahn device was implanted in the p3 segment in alignment with the distal truncus without issues. The second viabahn device was implanted in the p2 segment with a 2 cm overlap with the first viabahn. They reported, that high forces need to be applied to deploy the second viabahn device. They made different approaches to deploy it, but 2 cm of the viabahn device remained constrained. When pulling the deployment line the viabahn device would move. Reportedly, they decided to use a goback¿ crossing catheter (upstream peripheral technologies ltd.) To cut the delivery catheter in order to remove it from the patient. Then they manipulated the constrained part of the viabahn device and cut the deployment line with the goback¿ crossing catheter. Eventually the viabahn device deployed fully. They stated, that it remains unclear if parts of the deployment line remained in the patient. They reported thrombus formation at various anatomical location, as well as thrombus formation inside both viabahn devices. Additional heparin has dissolved the thrombus formation. They suspected, that continuous manipulation of the device and prolonged procedure time might have led to the thrombus formation. It was stated, that the procedure took longer than 5 hours. Completion angiography showed patent viabahn devices, but the second viabahn device showed a constriction and an uneven surface. They decided to reline the second viabahn device with a third viabahn device. The procedure was completed successfully with good results.

Manufacturer narrative:
Additional manufacturer narrative: c1. Name (#1) - cbas® heparin surface; manufacturer / compounder: w. L. Gore & associates, inc. Lot#: 21846577 cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.